Event description:
It was reported by the sales rep that during a hand-assisted lap left colon procedure, after the device was fired correctly, where the staple line was checked, it was not complete. The surgeon had to oversew. Or time was extended more than one hour.